Event description:
Caller alleged discrepant results compared with the doctor's point-of care (poc). Results as follows: date: (B)(6) 2012, inratio: 0.9, poc: 1.7. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.